Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a device repositioning procedure due to the lead being placed approximately 1 cm too deep/ventral. The incorrect depth was identified on a postoperative computed tomography scan performed after the surgery date. No additional adverse patient effects were reported. The patient is doing great postoperatively with the current stimulation parameters. The device remains implanted and will not be returned to boston scientific for analysis.

Manufacturer narrative:
Block d2b: additional applicable product codes: pjs, nhl.